Event description:
It was reported that during the procedure, the camera head was really warm and the composite port did not work. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Complaint of blue tint, stripes in video, and overheating could not be reproduced. Product passed functional testing during 6 hour burn-in with no blue tint, stripes in video, or overheating. Live video output remained constant throughout functional testing and burn-in. All functions perform as expected. No problem found. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history record was performed which confirmed no inconsistencies.